Event description:
After 5 mins of pumping the catheter migrated downwards and stopped inflating. Iab catheter was repositioned several times but kept migrating down with loss of inflation. Phenomenon may be due to the tortuosity of the illiac arteries.